Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated.

Event description:
It was reported that the patient experienced diaphragmatic and nerve stimulation. It was noted the right atrial (ra) lead had high thresholds and it was determined the lead had dislodged. The lead was programmed off until a lead revision was performed at a later date. The lead remains implanted and in use. No further patient complications have been reported as a result of this event.